Manufacturer narrative:
(B)(6) 2018. Serial number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit logged a 1007 (machine and proximal pressure sensors failed) error code. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.